Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 3 emergency latch shared off. A field service engineer determined the drawer was not repairable, replaced it, properly configured it in space configuration mode, confirmed responsiveness, and performed a final test to validate functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user reported latching mechanism broken, drawer was taped shut for now. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.